Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7538498. Common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7538498.

Event description:
It was reported that the patient was having their system explanted due to needing an MRI. During the explantation procedure it was found that one of the leads had fractured resulting in the some of the contacts of the fracture lead remaining implanted. It is unknown if additional surgery will occur on a later date to remove the contacts. It is unknown which lead contributed to the issue.